Event description:
It is reported a physician used a spider fx embolic protection device during treatment of a right leg of a patient. It was reported that during its use in the procedure, the spider embolic protection device failed and/or malfunctioned and/or was misused by physician, resulting in a tearing of the femoral artery requiring emergency surgery to repair the artery and remove the device, and causing patient injury. Patient suffered severe injuries which required extensive medical care, attention and treatment, with resulting great pain, suffering and disability and future pain, suffering, disability that will require medical care and treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.